Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322 alarm. Service evaluation verified the system error 322. The cause was identified to be a software anomaly due to obsolete software. The operating software was upgraded to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.